Event description:
Per the clinic, the patient experienced discomfort and extrusion of the electrode lead into the external auditory canal, followed by a revision surgery to repair the external auditory canal (specific date not reported). Susbequently, the device was explanted (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.